Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B) (6) 2009 that a customer had an issue with a defibrillation electrode. The customer reports on 10-day old male pt, pads used to convert atrial flutter were shocking with only 9.4j. Customer reports paddles were then used and pt was converted successfully.